Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The cannulated screwdriver was returned to customer quality (cq) with an oblique fracture of the distal tip. The broken angled tip fragment was not returned for evaluation. The length of the returned device measures approximately 153mm. Therefore, the sheared off tip fragment would be approximately 1.0mm to 3.0mm long with reference to length specification per the product drawing. The inside diameter nearest location of breakage measured 1.20mm which is within specification per the product drawing. The outside diameter nearest location of breakage measured 2.44mm which is within specification per the product drawing. Although the true root cause cannot be determined with the provided information, it is likely that nearly 10 years of use and wear as well as the use of excessive force has led to this complaint condition. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification, dimensional inspection of features relevant to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Per the technique guide, the 03.226.004 cannulated stardrive screwdriver shaft is an instrument routinely used in 01.226.002 3.0mm headless compression screw instrument and implant set. The relevant product drawings were reviewed. No drawing issues or discrepancies were noted. No product design issues or discrepancies were observed. H11: e4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.226.004, lot# 215974. Manufacturing location: (B)(4), manufacturing date: dec 28, 2006. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that while inspecting instrumentation, the tip of a screwdriver appeared as if it had been "shaved" off. There was no patient or surgical involvement. This report is for one (1) cannulated stardrive screwdriver. This is report 1 of 1 for com-(B)(4).